Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a patient presented with grade 4+ functional mitral regurgitation (mr). One mitraclip was implanted, reducing the mr to grade 1+. The device functioned as intended. On (B)(6) 2023, a transthoracic echocardiogram (tte) revealed an single leaflet device attachment (slda). The posterior leaflet was detached and the mr was severe. Per the physician, the patient's tethered leaflets contributed to the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the slda. The cause of the reported incomplete coaptation (postprocedure) appears to be due to challenging patient anatomy as the physician attributed the slda to the patient¿s tethered leaflets. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.